Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ plunger rod broke. There was no report of exposure or medical intervention.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ plunger rod broke. There was no report of exposure or medical intervention.

Manufacturer narrative:
Investigation summary: one photo depicting two 3ml eurographic syringes filled with a red liquid. One plunger rod is bent (addressed in pr# 552432). One plunger is broken approximately one third the length from the thumb rest. This plunger rod also appears to have broken plunger rod rib around the same location. Additionally, 60 sealed packages were received, confirmed to be from batch #8140552 (p/n 309658). Each package was opened and the syringe inside visually evaluated. All plunger rods and barrels were found to be undamaged. No defects were observed. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.